Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of clip difficult to deploy. Block h10: the returned resolution 360 clip was analyzed, and a visual evaluation noted that the device returned without the clip assembly, also the device has evidence of full deployment. Additionally, after a dimensional inspection all the measures were found within specification. No other problems with the device were noted. The reported event of clip difficult to release from catheter and clip poor bite cannot be confirmed since the device returned without the clip attached and with evidence of full deployment. Additionally, it is important to take in consideration that during the product analysis, the dimensions between the hooks of the bushing were measured, and they were within specification. All compiled information on this investigation determines that the most probable root cause of this complaint is cause not established.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the colon during a colonoscopy procedure. The exact procedure date was unknown. During the procedure, the clip unable to deploy and would not release from the catheter. Eventually the tech tried to deploy again, and it fell off in the patient. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the colon during a colonoscopy procedure. The exact procedure date was unknown. During the procedure, the clip unable to deploy and would not release from the catheter. Eventually the tech tried to deploy again, and it fell off in the patient. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of clip difficult to deploy.